Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with anterior colpopexy sacrospinous, posterior sacrocolpopexy, anterior and posterior repair due to vaginal vault prolapse with cystocele and rectocele. It was reported that the patient underwent mesh revision on (B)(6) 2008. It was reported that the patient underwent excision and resection of exposed mesh on (B)(6) 2009.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and prolift was implanted.